Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. The device was reported to be functioning, but the cuff was not fully coapting. The physician believed that urethral atrophy contributed to the reported condition a surgical procedure was performed in which the system was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 0176424016, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 0176500005, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.